Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
Customer reported error code 1009 (pressure regulation high). The customer reported that the device was in clinical use at the time the issue was discovered, but there was no patient harm.

Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer repaired the unit by replacing the motor controller board. The device is back in service.

Event description:
Customer reported error code 1009 (pressure regulation high). The customer reported that the device was in clinical use at the time the issue was discovered, but there was no patient harm.